Event description:
The customer reported that the insulin pump kept displaying the version number. The blood glucose reading was 48mg/dl. Troubleshooting was performed, and the buttons were unresponsive. Advised the caller to remove the battery for five minutes and to insert a new battery, but the device had a frozen display with the time clock not advancing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No display or audio/beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.